Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the current fill estimate showing 0 units despite the caller experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.